Event description:
It was reported, on (B)(6), 2014, the insulin pump was not working. The screen had black lines on it and customer's mother could only see two words, no menu or nothing. Customer was not able to bolus. The screen was blank. The device does have a crack on the case and it was beeping. Customer took the battery out and the device alarmed battery out. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with cracked and bleeding lcd glass, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. The power anomaly was not confirmed due to cracked and bleeding lcd glass.